Event description:
A 2.0 mm x 15 mm sprinter rx dilatation catheter was inserted to pre-dilate a left coronary artery. Vessel morphology was not reported. It was reported that the sprinter balloon was advanced to the intended lesion site and inflated to 10 atmospheres, when it began to deflate. The physician tried to inflate the balloon again; however this was unsuccessful. A second sprinter with the same lot number was used successfully to complete the pre-dilatation. The patient is reported to be fine.

Manufacturer narrative:
Evaluation summary: medtronic has received the device and its analysis has been completed. The balloon had been inflated. Negative purge was carried out on the complaint device and a constant stream of bubbles was seen in the syringe, indicating that there was a leak in the device. A radial leak was noted on the distal balloon over the distal side of the distal inner shaft marker band. There were no sharp edges noted on the distal marker band. As per the event description, the device was inflated to under 10atms of pressure when the device began to deflate. Communication received from the field confirmed that the device lost pressure rapidly. Although the patient morphology details have not been made available, cd images received show numerous stents being implanted in the lad and cx. However, there were no images of the complaint device seen on the procedural images. The physician had pre-dilated the vessels and used two wires for support during the procedure. Typically the damage noted to the balloon is consistent with the balloon material being pressed against stenosis or calcium as the device is being inflated; therefore, it appears most likely that this is the root cause of the event. It was confirmed that the physician did not carry out a negative prep on the device prior to use.